Event description:
The customer reported that the system lost motorized motion. No pt injury was reported,.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The remote user interface console was replaced. The system was tested and operates as intended.